Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy'), endometrial ablation ('ablation') and cervix tumour excision ('tumor in my cervix') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), endometrial ablation (seriousness criterion medically significant) and cervix tumour excision (seriousness criterion medically significant) and experienced asthenia ("no energy") and nausea ("neausea constantly"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal, endometrial ablation, cervix tumour excision, asthenia and nausea outcome was unknown. The reporter considered asthenia, cervix tumour excision, endometrial ablation, medical device removal and nausea to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy'), endometrial ablation ('ablation') and cervix tumour excision ('tumor in my cervix') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), endometrial ablation (seriousness criterion medically significant) and cervix tumour excision (seriousness criterion medically significant) and experienced asthenia ("no energy"), nausea ("nausea constantly") and muscle spasms ("moderate cramp"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal, endometrial ablation, cervix tumour excision, asthenia and nausea outcome was unknown. The reporter considered asthenia, cervix tumour excision, endometrial ablation, medical device removal, muscle spasms and nausea to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received. New event moderate cramps was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy'), endometrial ablation ('ablation') and cervix tumour excision ('tumor in my cervix') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), endometrial ablation (seriousness criterion medically significant) and cervix tumour excision (seriousness criterion medically significant) and experienced asthenia ("no energy"), nausea ("neausea constantly") and muscle spasms ("moderate cramp"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, endometrial ablation, cervix tumour excision, asthenia, nausea and muscle spasms outcome was unknown. The reporter considered asthenia, cervix tumour excision, endometrial ablation, medical device removal, muscle spasms and nausea to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 12-jun-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.